Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the homechoice was not returned, a device analysis was unable to be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.